Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, the device was broken shell and missing shell. A microscopic analysis and leak test were performed which identified broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -a striated edge broken in the side posterior assessed as surgical damage. - missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported left side deflation. The device has been explanted and replaced.